Manufacturer narrative:
(B)(4). The event is currently under investigation.

Manufacturer narrative:
(B)(4). Investigation - a review of complaint history, device history record, documentation, instructions for use (IFU), quality control(qc), trends and a visual inspection of the complaint device was conducted for the purpose of this investigation. The customer returned two used ult catheters with simploc locking mechanism. In both returned catheters, the catheter tube was detached from the simploc, but the suture was still attached to the catheter and hub. The returned devices were able to be reattached at the simploc connection. Once it was reattached, the locking mechanism functioned normally on both devices. We also performed an air leak test to assure that the devices were not damaged by attaching an air regulator that delivered compressed air at 10psi to the luer lock connection of the catheter. We closed off the catheter with a hemostat and submerged the hub in a water bath. There were no bubbles observed coming from the simploc mechanism in either catheter. Based on examination functional testing it appears that the customer pulled too hard on the simploc when trying to lock the catheter, and pulled the simploc over both the shoulder and the end of the locking fitting, not just the shoulder. It can also be noted that in the event this happens, the simploc can be reassembled by pushing the locking sleeve back onto the catheter shaft as long as the suture is still intact. The device is inspected per qc. Personnel performs a 100% inspection to ensure the device is manufactured to standards. The device is shipped with an IFU, which gives device description, contraindications, warnings, precautions and instructions for placement and use of multipurpose drainage catheters. There is no evidence to suggest that the device was not manufactured to specification based on this evaluation, the root cause of this incident is likely related to user technique as excessive force was applied to the locking mechanism leading to the noted separation.

Event description:
According to the initial reporter, the device pieces come apart, it does not lock and hold together. The hub is falling off the catheter when inserted in the patient. No harm to the patients and no additional procedures or intervention is required due to this occurrence.

Event description:
According to the initial reporter, the device pieces come apart, it does not lock and hold together. The hub is falling off the catheter when inserted in the pt. No harm to the pts and no additional procedures or intervention is required due to this occurrence.